Event description:
Revision surgery for infection and the pathogen is unknown. At about 3 weekes from primary, the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 january 2024: lot 2103977: (B)(4) items manufactured and released on 26-may-2021. Expiration date: 2026-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.